Manufacturer narrative:
Resolution: as a resolution to the reported issue, the customer stated that he was able to perform an operational verification procedure (ovp) on the unit and the ventilator passed. The customer is no longer having any issues with the ventilator and he will not be sending it in for an evaluation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device for evaluation. Once received, and the results become available, a follow-up medwatch report will be submitted. Through a follow up call with carefusion technical support, the customer reported that the device passes all testing, and while running in normal modes they are unable to duplicate or see a problem. The customer has not decided yet if they will still return the device to carefusion for evaluation.

Event description:
It was reported to carefusion that the ventilator was on a patient during a transport and it alarmed "circuit fault". The ventilator was still functioning, but it appeared as if the ventilator was not delivering enough volume to the patient based off of the patients chest excursions being assessed as minimal. There was no patient harm associated with this complaint and no intervention was required or performed. The customer tried testing the unit after the transport and the unit passes the pre-use test every time.